Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and movement on balloon occurred. A 2.25 x 38 synergy ii drug-eluting stent was selected for use. However, it was noted that the stent was deformed and looked like it was about to fall off the catheter outside of the patient's body. The procedure was completed with a different synergy stent. No patient complications were reported and the patient's status was fine.